Event description:
The customer stated that they have a "speaker error - no audio". No death or patient /user injury or harm was reported. The device was in use for monitoring at the time of the alleged malfunction.